Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information indicates that the implantable cardioverter-defibrillator was explanted and replaced. The patient was stable.